Manufacturer narrative:
No button error alarm noted during failure analysis. The insulin pump had no button response due to corroded keypad traces. The insulin pump was received with minor scratched display window, cracked reservoir tube lip and missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call that he saw a button error alarm on the insulin pump when he woke up. The customer's blood glucose was 103 mg/dl at the time of incident. The customer stated that he was unconscious at the time of incident. The customer stated that he ate and took a glucagon shot after the incident. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.